Manufacturer narrative:
This follow up MDR is created to document the additional patient and event information received. Uf/importer report# was provided to coloplast as 490043-2019-0002; however it is unknown if this report was submitted to the FDA by the facility.

Event description:
Additional information indicated the patient reported the system was empty.

Event description:
Additional information received stated during explant the pump was brought out from the left side and it appeared to be cracked and leaking at the pump. Previous reservoir was emty and left per md decision based on mid-line scar and prevention of injury to bladder. Another inflatable device was implanted.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and updated event and patient information. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, fracture in pump.